Event description:
On (B)(6) 2024, a patient (pt) in brazil called to report right eye (od) blurry vision, irritation and tearing on insertion of an avuvue® 2® brand contact lens (cl) on (B)(6) 2024. The pt removed the suspect od cl, continued to experience the reported symptoms, but didn't notice anything unusual with the appearance of the cl. The pt went to an eye care professional (ecp) and was diagnosed with a ¿corneal injury¿ and prescribed zymar every 3 hours for 7 days and thealoz every 2 hours. The pt has a doctor¿s note for absence from work for 2 days. On (B)(6) 2024, the pt provided additional information. On (B)(6) 2024, on the 3rd day of od cl wear, the pt reported symptoms of blurry vision and irritation. On removal of the suspect cl, the pt reported irritation, blurry vision, od swelling, tearing, foreign body sensation and photophobia. On (B)(6) 2024, the pt went to a general emergency clinic and was advised the pt ¿could have a corneal lesion on od.¿ the pt was prescribed lacribel lubricating eye drops to use every 4 hours and advised to visit the ecp the following day for evaluation. The pt was unable to see the ecp until on (B)(6) 2024. The pt visited an urgent care clinic (date not provided) and was diagnosed with ¿corneal lesion od.¿ the pt advised that the urgent clinic discharge paper ¿had an ICD code h10, conjunctivitis.¿ the pt reported the representative was struggling to find a code to add to the discharge paper and advised ¿conjunctivitis was not the diagnosis provided.¿ the pt confirmed prescriptions for zymar (gatafloxacin) and thealoz lubricating drops. The pt advised the od is better now with no photophobia or swelling. The pt reports a cl replacement schedule of 30 days with daily cl wear. The pt uses opti free solution and saline solution to clean the lenses. On (B)(6) 2024, the pt sent the medical note by email. The ecp note dated, on (B)(6) 2024, ICD 10: h10 ¿maintain rest for 2 days from this date.¿ vigamox/zymar 1drop to affected eye every 3 hours for 7 days. Thealoz duo 1 drop to affected eye every 2 hours for 10 days. On (B)(6) 2024, calls were placed to the treating clinic but there was no option for voicemail and no answer. On (B)(6) 2024, a call was placed to the treating clinic for verification of diagnosis and treatment provided. The representative will return a call with additional information. No additional medical information has been received. The pt¿s od event will be reported as worst-case as we were unable to verify the pt¿s diagnosis and treatment. The od suspect lot number is unknown. The suspect od cl was requested for return for evaluation, but it has not yet been received. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Manufacturer narrative:
On 08jan2025, two lenses were received in a lens case. A magnified visual inspection was performed which observed the ¿123 mark¿ on lens # 1 and lens # 2. As the suspect lot number is unavailable, no further investigation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.